Event description:
During the procedure, the arthroscopy pump was continuously pumping fluid into the pt's shoulder, not cutting off when the pressure got to the point at which the pump was set. Procedure was converted from an arthroscopic acromioplasty to an open acromioplasty. The pt was also scheduled to have a rotator cuff repair which also necessitated an open incision. No problem was found with the pump upon evaluation. A staff member also reported they neglected to plug the sensor into the pump until after the solution had gone through the tubing.